Event description:
It was reported that a patient presented in clinic after experiencing inappropriate shock and atp therapy. The device initially diagnosed the fast rhythm as super ventricular tachycardia but a secondary diagnosis occurred which was vt based leading the device to deliver shock therapy. The av interval was changed and the device remains infield. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.